Event description:
It was reported that the ilet displayed alert 60 indicating a bluetooth communication error consistent with a failure to read the input signal from the cgm, associated with the device¿s circuit board, after which the alert cleared and cgm data later read 126 with no impact to blood glucose. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed signal loss consistent with a bluetooth communications issue and characterized as failure to read the input signal involving the circuit board. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.